Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the voltage supply in the m cabinet was low and the uninterruptible power supply (ups) was unable to light up. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon failure analysis of the defective ups 1 phase data integrity controller sp, it was found there was a short circuit during start-up. But the cause of the ups data integrity battery failure could not be conclusively determined by the supplier's part analysis. However, fse found the ups in the m-cabinet was defective and caused the failure. Hence, the system didn¿t start without ups power. Fse replaced the ups. After the replacement of the ups, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system was not starting. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the ups in the m-cabinet is defective and caused the failure. Philips has started an investigation of this complaint.